Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned for evaluation and the customer's allegation was confirmed. E226 communication error occurred due to a communication failure caused by a cable malfunction. Additionally, the cable was found to be leaking. No other issues were identified. Based on the results of the investigation, it is likely that the following led to the malfunction: component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head displayed an error code. There were no reports of patient harm.

Event description:
It was reported that the camera head displayed an error code. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.